Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) of asfwf020 showed 1 other similar product complaint(s) from this batch number. The complaints for this batch number have been reported from the same facility in the united states.

Event description:
It was reported by the customer that the port access needles were leaking chemo during treatment. It was reported this occurred with 2 devices. This report addresses the first device.